Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member that the patient had a stroke. Re-programming of the implantable pulse generator (ipg) was done in order to perform a magnetic resonance imaging (MRI) study. Approximately fifteen days later the patient died of an unknown reason. A request for the circumstances and cause of death was made but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the patient had a stroke. Re-programming of the ipg was done in order to perform a magnetic resonance imaging (MRI) study. Approximately fifteen days later the patient died of an unknown reason. A request for the circumstances and cause of death was made but not received.